Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the customer had bad bottle sensor which was resolved with trouble shot, the bad sensor was swapped out and then, it was working like it should have been. Ran a preventive maintenance on this device as well and everything seemed to be working correctly on this device. There was no patient involvement.